Event description:
It was reported by the dr's office that the dr was doing a procedure on a pt when the front row dr's stool broke causing the dr to fall onto the pt. The dr said that there were no injuries to either the pt or the dr himself. The cause of the failure was one of the five legs broke.